Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, at times the right atrial (ra) lead exhibits what is deemed as suspected loss of capture on atrial channel with atrial pacing following atrial event in refractory. The ra lead remains in use. It was also reported that the right ventricular (rv) lead exhibits chronically low r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.